Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted the rv lead had a lead integrity alert (lia) due to a possible fracture. It was noted that the rv lead had a spike to high impedance measurement. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) alert triggered due to elevated sensing integrity counter (sic) and high rate non-sustained episodes. It was also noted that the rv lead had high threshold measurements. The lead is still in use. No patient complications have been reported as a result of this event.